Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose over 500 mg/dl with strong, fruity breath odor, polydipsia and polyuria associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to a cartridge change and pump suspension. It was determined that the use overrided the dosage recommended by the bolus calculator feature and the customer made changes to their basal program. Cts referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy.